Event description:
Customer reportedly obtained results of 180 mg/dl, 126 mg/dl, and 301 mg/dl on the aviva system within 10 minutes. An additional comparison reports results of 114 mg/dl, 497 mg/dl, 175 mg/dl, and 181 mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.